Event description:
Indication for procedure: acute infection. Procedure: this was a left-sided procedure to remove rv and ra leads secondary to infection. An arterial line and fluoroscopy were utilized during the procedure. The md began lasing with a 14f sls, then inserted a lld#2 to the tip of the lead, retracted, and during this the lld#2 broke. The md then inserted a lld-ez into the lead and began lasing again then the lld-ez broke. Shortly after this the patient's blood pressure began to fall, the temporary pacer was activated at a rate of 100. The pressure still fell, the CT surgeon was called, the patient's chest was opened within minutes. The heart showed no trauma, no blood loss and was in acute pea (pulse less electrical activity). The patient was pronounced dead at that time. Device analysis: the devices used in this case were disposed of during the code. Md reported the patient was very sick and his death was not a result of a spnc device malfunction. Unable to review manufacturing information since product not returned and no lot numbers were not provided.